Event description:
Related manufacturer reference number: 1627487-2022-04431, 1627487-2022-04434. It was reported the patient lost effective coverage due to the t12 and l1 drg lead had migrated as well as the l2 lead having high impedance. The patient underwent surgical intervention on (B)(6) 2022 where the leads were explanted and replaced restoring therapy."

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.